Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 450 mg/dl. The customer reported hyperglycemia was treated with insulin pump (subcutaneous insulin infusion). The customer also reported air bubbles in the reservoir and received a sensor updating/value not available alert. The event involved product(s) mmt-432ag, mmt-1884, mmt-342, mmt-7040b. Troubleshooting was performed for high blood glucose event. The customer was using the insulin pump within 48 hours of the reported event. Customer stated auto mode/smartguard feature was not active at the time of event. The customer declined to test the pump. Troubleshoting was performed for air bubbles. Customer confirmed used room temperature insulin and customer not successful in purging air bubbles. Troubleshooting was performed for sensor alert and customer experience behavior for longer than 3 hours. No further patient complications were reported. Mmt-432ag, mmt-1884, mmt-342, mmt-7040b.